Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. Following the first application during the procedure with the catheter in the basket configuration, the physician noted that the guidewire could not be moved when the catheter was in the flower configuration. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. Following the first application during the procedure with the catheter in the basket configuration, the physician noted that the guidewire could not be moved when the catheter was in the flower configuration. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis.